Event description:
It was reported that during a replacement procedure the wire was visually frayed and stretched and needed to be forced out of ipg after the set screw was loosened. The lead was unusable for replacement after removing old implantable neurostimulator (ins). The lead was only partially removed because it broke during extraction. A new lead was placed. No outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2007, product type: implantable neurostimulator. Product ID 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication ((B)(6) 2010) (B)(4).